Event description:
Customer was going to use the suspect device to check blood glucose. Customer decided not to test and pulled the test strip out of the device. Customer said a result of 112 mg/dl then displayed and was saved to memory. The device was miscoded at the time to another lot of test strips. The device was replaced and requested to be returned for evaluation.